Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A photograph of the device was provided. The photograph was shown to medcomp engineering for review. The photograph clearly shows a tear in the lumen and the lumen appears to be kinked at the distal end of the tear. It is possible that the lumen was partially but not fully occluded. Such a scenario could allow for flushing and aspiration, but when power injected would cause the lumen to tear. Without an evaluation of the device, a definitive root cause cannot be determined. A record review was requested of the contracted manufacturer. The DHR was reviewed and found the reported part number was manufactured within specifications. No issues were detected during visual and functional inspections. No authorized manufacture variances or non-conformance reports were associated with the report device lot related to the failure mode. Failure mode is not related to the manufacturing process.

Manufacturer narrative:
An investigation has been initiated. Once the investigation is completed a supplemental report will be filed.

Event description:
The patient last who had been down for a CT guided drainage of abscess and received a contrast injection using the power injectors, when they returned to the ward the staff noticed the line was leaking. I removed the line and found that it had broken about 5cm down on the line